Event description:
The customer called carefusion technical support to request that a field service engineer be dispatched to the site. Per customer, during precheck use, the unit cycles on with normal audible alarm, but the touchscreen display is dark, and only the leds are lit.

Manufacturer narrative:
The faulty control printed circuit board was routed to the failure analysis lab for further investigation. No visual anomalies were found however, it was found that the control printed circuit board was not receiving new software uploads. The root cause was attributed to the control printed circuit board software version 4.6. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The carefusion field service technician replaced the user interface module. He performed a performance check, and the ventilator was performing according to specifications. The faulty user interface module was then received and evaluated by carefusion service department. The carefusion service department representative was able to duplicate the reported issue, and sited the control board as the root cause.